Event description:
The customer reported his blood glucose was 575 mg/dl. The customer explained he would change out the infusion set and see how it would go from there. He stated he took off his set, ran 12 units through it and nothing came out. The customer reported that the insulin pump never alarmed no delivery. No troubleshooting was performed. The customer stated he did not have a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.